Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) pacing rate was lower than the lower rate set on the device. The device remains in use. No patient complications have been reported as a result of this event.